Event description:
Stent graft started to deploy early as it was being positioned, despite proper usage, causing it to be landed and deployed about 3cm from intended area. Manufacturer response for graft, taa relaypro nbs 38 x 199 x 38mm, bolton medical (per site reporter) no response after three attempts.